Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 3000 ohms on the atrial channel, inhibition greater than two seconds and noise. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.